Event description:
It was reported that balloon rupture occurred. The 88% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation at nominal atmosphere, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 88% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation at nominal atmosphere, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that the balloon ruptured on the third inflation.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous hypotube kinks to the device. At 33.3cm from the strain relief, the hypotube was separated. The separated ends of the hypotube were ovaled in shape indicating the device was kinked prior to separation. There was contrast present in the inflation lumen. The guidewire lumen was prolapsed for a length of 1mm, 46mm from the tip. The markerbands and the guidewire lumen segment between the markerbands were flattened. From the separation, the distal end of the device was connected to a toughy and prepped with an inflation device filled with water to inflate the device to the rated burst pressure. The device inflated and deflated with no issue or irregularity.

Event description:
It was reported that balloon rupture occurred. The 88% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation at nominal atmosphere, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that the balloon ruptured on the third inflation.